Manufacturer narrative:
Heart attack/stroke refer to manufacturer report #6000153-2017-00033 for details pertaining to the related reportable event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implanted neurostimulator (ins) for movement disorders. The hcp reported that the patient had a myocardial infarction and thalamic stroke at the time of their implant. The hcp stated that the patient's notes staid this was in 2014, but it was also stated that the stimulator was placed in early 2015; therefore, it was unclear which implant the event may have occurred with. The hcp reported that they were unsure if the events were related to the implant because notes indicated the patient had a history of myocardial infarctions and thalamic strokes. No device issues were reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicating that the patient had fallen at home prior to the stroke. Their left lead had been removed 11 days prior to the stroke.